Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The patient attributed causality to the multiple balloon alarms experienced prior to his diagnosis, which was reportedly supported by the patient¿s pd registered nurse (pdrn). Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the limited information available, the liberty select cycler cannot be disassociated from the serious adverse events. Given the patient¿s allegation of malfunction, the confirmation of the multiple alarms by the pdrn, the lack of clinical follow-up, a favorable response to the replacement liberty select cycler, and no manufacturer evaluation of the suspect device, there is insufficient evidence for this clinical investigation to exclude the liberty select cycler from having played a possible causal or contributory role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) presented to the outpatient home dialysis clinic with cloudy peritoneal effluent fluid and was diagnosed with peritonitis. Follow-up with the patient revealed he presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, duration not provided), which were administered at the outpatient home dialysis clinic. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the replacement liberty select cycler without any reported issues. The patient attributed causality to the multiple balloon valve alarms experienced prior to his diagnosis, which was reportedly supported by the patient¿s pd registered nurse (pdrn).